Event description:
It was reported by the patient's attorney that as a result of having the product implanted the patient has experienced significant mental and physical pain and suffering, has sustained permanent injury, deformity, and has undergone corrective surgery.

Manufacturer narrative:
The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies each device states in the adverse reactions section: "complications associated with the proper implantation of the mesh may include, but are not limited to those typically associated with surgically implantable materials, including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure; urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder , bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge)." (B)(4).